Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; changing your pod 3 / page 24. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 34. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes 11 / page 117. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported the patient experienced and infection at the infusion site. The mother reported the pod was hurting and blood glucose level was ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl). The mother removed the pod and observed oozing out of the insertion site. They went to see their doctor at the hospital, who took samples and determined the patient experienced an infection (diagnosed). The hospital could not find the cause of the infection and suspect a bacteria made its way inside the body. The hospital stated the infection was not caused by the pod and the patient is prone to infections. The patient was prescribed an antibiotic cream and scrub (hibiscrub). The pod was worn between 4 and 24 hours on the arm. A new pod was activated.

Manufacturer narrative:
The device was received and evaluated. The cannula assembly, bottom housing, and adhesive pad were inspected; however, results found no evidence of any damage or manufacturing deficiencies that would cause an infection at the infusion site. Although the investigation found no evidence of any damage, the reported event could not be determined.